Manufacturer narrative:
Concomitant medical products: product ID: dtma1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted on stored electrograms (egm). Atrial tachycardia (at)/ atrial fibrillation (af) burden may be under reported due to atrial under sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.